Event description:
A doctor claimed that an aseptico surgimotor ii began changing speed and jerked, possibly causing a file to separate. The pt was referred to a specialist, though outcome of the event is not known as of this report.

Manufacturer narrative:
Because eval of the unit involved is not possible (as the unit was discarded) and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned, and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separation will be reported via asr, as appropriate. The device was not returned for eval and the lot number is not known for retained-prod testing and/or DHR review. Further info pertaining to this event will be reported if it becomes available.